Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2017 with blood glucose in the 50 mg/dl range at the time of the incident. The customer was at 328 mg/dl at the time of the call as the customer went off the pump. The customer used food to treat. The customer was wearing the insulin pump during the incident. The caller stated that the pump was delivering while disconnected or delivering boluses while they were asleep. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was monitored for nine days and no unexpected bolus or basal deliveries occurred. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.